Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 22-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced pain in extremity ("pain in feet / foot pain that makes it difficult to walk"), oropharyngeal pain ("sore throat"), urinary incontinence ("urinary incontinence") and arrhythmia ("arrhythmia") and was found to have weight increased ("weight increase"). The patient was treated with surgery (both tubes and implants removed laparoscopically on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, pain in extremity, weight increased, oropharyngeal pain, urinary incontinence and arrhythmia outcome was unknown. The reporter considered arrhythmia, medical device removal, oropharyngeal pain, pain in extremity, urinary incontinence and weight increased to be unrelated to essure. The reporter commented: essure implants inserted without problems on (B)(6) 2016. Essure removal was performed at the patient's request because she believes the implants to cause a wide range of symptoms. Primary reason for removal were the adverse events: the worst being foot pain that makes it difficult to walk, weight increase and sore throat. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.6 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 24-jun-2021. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('medical devide removal') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced pain in extremity ("pain in feet / foot pain that makes it difficult to walk"), oropharyngeal pain ("sore throat"), urinary incontinence ("urinary incontinence") and arrhythmia ("arrhythmia") and was found to have weight increased ("weight increase"). The patient was treated with surgery (both tubes and implants removed laparoscropically on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, pain in extremity, weight increased, oropharyngeal pain, urinary incontinence and arrhythmia outcome was unknown. The reporter considered arrhythmia, medical device removal, oropharyngeal pain, pain in extremity, urinary incontinence and weight increased to be unrelated to essure. The reporter commented: essure implants inserted without problems on (B)(6) 2016. Essure removal was performed at the patient's request because she believes the implants to cause a wide range of symptoms. Primary reason for removal were the adverse events: the worst being foot pain that makes it difficult to walk, weight increase and sore throat. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.6 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority reference number: (B)(4) on 22-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced pain in extremity ("pain in feet / foot pain that makes it difficult to walk"), oropharyngeal pain ("sore throat"), urinary incontinence ("urinary incontinence") and arrhythmia ("arrhythmia") and was found to have weight increased ("weight increase"). The patient was treated with surgery (both tubes and implants removed laparoscopically on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, pain in extremity, weight increased, oropharyngeal pain, urinary incontinence and arrhythmia outcome was unknown. The reporter considered arrhythmia, medical device removal, oropharyngeal pain, pain in extremity, urinary incontinence and weight increased to be unrelated to essure. The reporter commented: essure implants inserted without problems on (B)(6) 2016. Essure removal was performed at the patient's request because she believes the implants to cause a wide range of symptoms. Primary reason for removal were the adverse events: the worst being foot pain that makes it difficult to walk, weight increase and sore throat. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.6 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.